Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the patient had a blood glucose (bg) of 263mg/dl with polyuria, polydipsia, pale, nausea, and strong, fruity breath odor. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was noted the patient discontinued pump therapy. This report is being made due to the bg excursion experienced due to a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the black box shows two por¿s recorded after replace battery alarms on (B)(6) 2016. No unexplained por events observed. No damage found to the battery compartment. Battery cap was not returned with the pump. A new test battery cap was able to fully tighten to the pump with no yellow o ring showing. Pump boots to verify screen with audible and vibratory features. Pump was exercised for 24hrs with test battery cap, no por¿s were duplicated. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Investigators removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.